Manufacturer narrative:
Attempts to obtain additional information from the article author(s) were unsuccessful. The findings of the study were summarized in the article: naughton p, matsumuar js, morasch m, rodriguez he, resnick sa, pearce wh, amaranto dj, eskandari m. Endovascular treatment of delayed type I and iii endoleaks [abstract]. Vascular. 209; 17(suppl. 2): s74-s5. 7th annual western vascular institute symposium.

Event description:
Boston scientific (formerly guidant) received information from a study designed to examine the delayed proximal or distal type I and type iii endoleaks require definitive repair or explanation to successfully exclude the aneurysm. This study is a single-center retrospective review of endovascular treatment of delayed type I and iii endoleaks following endovascular aneurysm repair (evar). Seventeen patients underwent endovascular intervention for remediation of delayed proximal or distal seal zone endoleaks. Guidant ancure endograft's were implanted in three patients involved in the study. During the six year follow up, reported adverse patient effects including: endoleaks, expanding sac size, aneurysm rupture, proximal cuff insertion, distal limb extension, stent graft relining, embolization of hypogastric artery, and aortouni-iliac stent graft with femorofemoral crossover. One patient who presented with a rupture died, and two patients needed more than one endovascular intervention.